Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 06/20/2007 and 06/28/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
A customer reported that during intraocular lens (iol) implant surgery, a haptic tore the capsule. Additional information, including pt status, has been requested.